Manufacturer narrative:
Sc-1216; sn (B)(6). The returned ipg was analyzed, the ipg would not charge despite multiple attempts. No link was established when attempted with a known good remote control (rc) and clinical programmer (cp), and the analysis of the data log and functional testing could be performed. Internal electrical measurements confirmed an excessive sleep current of 4.045ma (mili amps), and a low impedance of 926.5 ohms on the vh (high voltage) node. These confirmed that the application-specific integrated circuit (asic) chip is damaged. With all the available information, boston scientific concludes that the reported allegation that the patient was unable to charge the ipg after a spinal fusion surgery was confirmed. This type of damage is typically caused by the ipg or lead exposure to high voltage/high current transients. The excessive current draw from the damaged asic resulted in the reported difficulty charging the ipg. It is likely that electrocautery was used during the patients non-device-related surgery. Therefore, the probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that the patient underwent an unknown procedure due to an unknown reason. Additional information was received that the previous unknown procedure was a spinal fusion surgery. The patient underwent an ipg replacement procedure due to being unable to charge the ipg. The patient was doing well postoperatively.

Event description:
It was reported that the patient underwent an unknown procedure due to an unknown reason. Additional information was received that the previous unknown procedure was a spinal fusion surgery. The patient underwent an ipg replacement procedure due to being unable to charge the ipg. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event date used was the surgery date.

Event description:
It was reported that the patient underwent an unknown procedure due to an unknown reason.